Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that post implant x-ray showed the electrode had dislodged and the coil had formed a loop. It was noted that the defibrillation threshold (dft) testing during the implant procedure was successful with normal sensing and conversion with in range impedance measurements. A revision procedure was scheduled for a few days later. The electrode remains in service and no adverse patient effects were reported.

Event description:
It was reported that post implant x-ray showed the electrode had dislodged and the coil had formed a loop. It was noted that the defibrillation threshold (dft) testing during the implant procedure was successful with normal sensing and conversion with in range impedance measurements. A revision procedure was scheduled for a few days later. The electrode remains in service and no adverse patient effects were reported.additional information was received that a revision procedure was performed where the electrode was repositioned using a three incision technique. The electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.